Event description:
It was reported that tip of lead was bent. When the physician tried to implant dbs lead, he noted lead tip bent for three leads ((B)(4)) which were not implanted, so he opened another lead. The implant was completed with a new good lead. Patient status: no health hazard.

Manufacturer narrative:
Lead model # unknown lot # unknown implanted n/a explanted n/a; lead model # 3389s-40 lot # v821788 implanted n/a explanted n/a. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead found the distal end to be bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.